Event description:
It was reported that when a patient presented in-clinic for a follow-up with fatigue, the device was found to be in backup vvi mode. A device download was performed successfully.

Manufacturer narrative:
(B)(4).